Manufacturer narrative:
(B)(6). According to the gore® tag® thoracic endoprosthesis instructions for use, complications may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). In addition, the IFU states, strict adherence to the sizing guide is required when selecting the appropriate device size. The conformable gore® tag® thoracic endoprosthesis is designed to be oversized from 6 to 33 %. Sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression.

Event description:
Additional information received from the reporting healthcare provider was obtained on (B)(6) 2015. It was reported that the devices may have been undersized at the time of implant, as both devices were floating in the aneurysm at the time of explant. A type I distal endoleak was reported, as well as disease progression, it was reported these contributed to aneurysm growth. The distal end of the distal device was next to the visceral vessel and there was a lack of distal seal zone, a decision was made not to extend the existing devices. It was reported following the explant the patient had total paraplegic loss of muscle and sensory function as a result of delayed cord ischemia following the open thoracic aortic aneurysm repair.

Event description:
On (B)(6) 2013, the patient was implanted with three gore® tag® endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2014, it was reported the devices were explanted due to a lack of distal seal. All devices were explanted and discarded at the facility, therefore, are not available for analysis. The patient tolerated the procedure, but is now paraplegic. It was reported the paraplegia, loss of muscle and sensory function, were a result of delayed cord ischemia following open thoracic aortic aneurysm repair.

Manufacturer narrative:
Concomitant medical products: seroquel, amyloid pine, atorvastatin, carvedilol, clopidogrel, hydrochlorothiazide. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional tag® devices included in this report: tgu454515/11425544 and tgu454515/10366534.